Manufacturer narrative:
(B)(4). Evaluation, results: (diseased lesion), (failure to deliver the stent and stent dislodgement). Conclusion: (diseased lesion).

Event description:
An attempt was made to deploy a 3.0mm diameter x 15mm length integrity rapid exchange (rx) coronary stent into a patient. It was reported that the physician was attempting to direct stent a lesion in a saphenous vein graft and that difficulties were encountered while trying to deliver the stent. Further difficulty was experienced trying to remove the stent so the wire, stent and guide catheter were removed together. Once the delivery system was out of the body, the physician noted that the stent was no longer on the catheter. It was reported that the integrity rx stent could not be located. The procedure was successfully completed with deployment of another stent to target lesion. It was reported that no abnormalities were noted during preparation and inspection of the device prior to use. The patient is reported to be fine and no other clinical sequelae were reported. (Ref. User facility imported report.)